Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms had occurred in the last week and a half. The customer's blood glucose (bg) level was over 300 mg/dl. The customer changed out the infusion set and took a correction bolus via the pump. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
Brand name, common device name